Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair will not inhibit when on board charger is plugged in.